Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient started duodopa therapy. In (B)(6) 2022, the patient experienced a stoma site infection. On (B)(6) 2022, the patient went to the emergency room and was hospitalized and administered unknown IV antibiotics for the stoma site infection. On (B)(6) 2022, the patient was discharged from the hospital, and was prescribed oral cephalexin. It was reported that the patient's stoma site infection has now resolved.